Event description:
A us distributor contacted zoll to report that a patient had pre-existing shingles and that the lifevest irritated the area. There was no alleged device malfunction contributing to the irritation. The patient reported seeing their physician. It is unclear if the patient received medical intervention. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.